Event description:
Healthcare professional reported patient was injected with juvéderm® ultra xc. Approximately 3 weeks later, patient was injected in the lateral and medial cheek with 1 ml of juvéderm® voluma® with lidocaine. Two weeks later patient was injected in the lateral cheek with 1 ml of juvéderm® voluma® with lidocaine. A month later patient was injected with two syringes of juvéderm® voluma® with lidocaine in the lateral and medical cheek and in the tear trough bilaterally and with juvéderm® volbella® with lidocaine into the lateral and medial cheek. Approximately two months later, patient developed a sinus infection after having covid-19, deemed not device related, and was prescribed ab and prednisone to cleared up sinus infection. A week later, low grade sinus infection (deemed not device related) re-occurred and patient self-treated with an IV of vitamin c with glutathione and magnesium. 18 days later, patient reported having puffiness under the eyes and feeling generally ¿run down¿. Patient self-treated with antihistamines. 2 days later, patient was treated with augmentin 10 day course with prednisone 3 days 20mg 2 x daily, then prednisone 20mg 1 x daily for 3 days, antihistamine 180mg, telfast taken 3 days in a row. The next day, puffiness has developed into ¿two rice sized areas of firmness under the tear trough area," suspected nodules so patient was treated with 150iu of hyalase placed into the firmer areas under the tear trough area. Patient has skin patch test on left arm, no issues. Area under eye reducing puffiness over the course of 3 days. 3 days later, erythromycin was prescribed with taking prednisone 3 more days , antihistamine 180mg, and telfast taken 3 days in a row. The following day, patient was again injected with 1200iu of hyalase due to tender on palpation and doesn¿t feel they can smile properly due to the firmness of cheek. Hcp noted patient "has celiac ." The next day, patient was hospitalized and treated with another 2000iu of hyalase and IV antibiotics. CT scan completed and noted as uneventful. Patient was discharged from the hospital 3 days later on doxycyline for 3 weeks course. Two days later, another 1200iu of hyalase was injected into inflammatory nodules. 3 days later, another 2100iu of hyalase was injected in some palpable lumps in the lateral areas of both eyes. It was further noted hardness resolving in most areas. Patient prescribed prednisone 60mg and roxymycin. Swelling has reduced significantly but some hard areas still present. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00657 (allergan complaint # (B)(4), MDR ID# 3005113652-2022-00647 (allergan complaint #(B)(4), MDR ID# 3005113652-2022-00646 (allergan complaint # (B)(4), MDR ID# 3005113652-2022-00648 (allergan complaint # (B)(4). This MDR is being submitted for the second suspect product, juvéderm® voluma® with lidocaine.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4).